Event description:
During gamma3 surgery,the ublade could not be inserted to the lag screw tip and the inserter was broken. After that the surgeon used the hammer and inserted the ublade.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the inspection and manufacturing records revealed no discrepancies. The item returned was documented as having met specifications prior to distribution. The spring pin broke in a forced brittle manner. No plastic deformation was found. The failure reported could not be reproduced and the exact root cause of the reported event could not be determined. No non-conformity was identified.

Event description:
During gamma3 surgery,the ublade could not be inserted to the lag screw tip and the inserter was broken. After that the surgeon used the hammer and inserted the ublade.